Event description:
Boston scientific received information that this right atrial (ra) lead was being interrogated during a normal follow up visit to the clinic and exhibited a lead safety switch (lss). The impedances were unable to be measured at this time due to the patient having paroxysmal atrial fibrillation (af). The local sales representative reset the system to the bipolar configuration. It was noted that impedance measurements have remained in range from 500 ohms to 220 ohms. Boston scientific technical services (ts) was contacted and discussed lss with the local sales representative. No adverse patient effects were reported. Additional information received from the local sales representative states that the impedance ranges were stable and the lead configuration was programmed back to bipolar. There have been no invasive procedures performed at this time. The patient will continue to be monitored with their normal schedule at the clinic. No adverse patient effects were reported.

Manufacturer narrative:
At this time the ra lead remains in service. Should additional information become available this investigation will be updated.